Event description:
It was reported that the patient experienced withdrawal with symptoms of a fever and seizures. The patient as admitted to the hospital through the emergency room (ER) on the day prior to the report due to the fever and a 30 minute seizure that required many different medications to control. The patient¿s temperature was 101 to 102.5. The patient was also easily agitated and had increased spasticity. It was noted that patient had botox injections on friday, (B)(6) 2013. At the time of this report, they were trying to rule out issues associated with the drug delivery system. The reporter was unfamiliar with the device system and did not have a physician programmer. It was noted that the patient was due for a pump refill on (B)(6) 2013. The device system was used to deliver lioresal. It was later reported that the seizure and fever occurred at 8am on (B)(6) 2013. The patient also experienced restlessness. The healthcare provider (hcp) believed that the pump may not have been working and wanted a manufacturer representative to come check the pump to see if it was working. It was not believed that the pump was alarming. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8590-1, lot# n290617, implanted: (B)(6) 2011, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).